Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Investigation was carried out visually und functionally. The housing of the device shows scratches and usage marks. Lt was not possible to reproduce the reported failure. All performance tests were within tolerance. Furthermore a performance test with an external resistance ot 50 ohm and the described customer settings "bipolar", cut modus "vap" and coag-modus "vap" was executed. As described by the customer bipolar cut was activated for 10 minutes, afterwards bipolar coag. Cut and coag were activated without any failure, no decrease or loss of pertormance was detected. A continuity check and a short-circuit check were done on the bipolar high frequency cord, no failure could be detected. Furthermore the error-logfile was sent tor analysis to the manufacturer, no failures were detected. The reported failure was not reproducable. Most likely the root cause was a loose connection on the bipolar high frequency cord, which cannot be confirmed. During the investigation no indications for a manufacturing or material related failure could be found. No similar cases were reported so tar. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a autocon. According to the information received, the unit was not coagulating. Initial settings were the following: for cut effect 2 and for coag effect 3. The surgeon was able to cut tissue for about 10 minutes. But when he activates the coag function it did not make any change on the tissue. After several minutes of activations with foot pedal and notice that the tissue did not stop bleeding, the unit was not coagulating. Then the setting was increase to level 4. At this moment the patient was several veins bleeding . Following we all saw the loop was broken, we guest it was because the surgeon was making too much pressure on the loop over the tissue in the intent to coagulate and stop the bleeding. The unit did not show any error message nor audible alarms at any moment, even when the loop was found broken. We proceed to turn off the unit change the loop and turn on again , and the unit still didn´t work. Then, we proceed to change the working element of the resectoscope, and the unit still didn't work. For all these reason the surgeon took the decision to switch to an open surgery , with all their complications.